Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac perforation. During ablation in the mitral isthmus at 40 watts, a cardiac perforation occurred. There is no information regarding interventions, extended hospitalization, patient outcome, or physician¿s causality opinion. It was noted that the use of the thermocool smarttouch bidirectional sf catheter was not the cause of the adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.